Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter is leaking due to the insertion point. Patient with catheter 4fr monolumen with insertion date (B)(6) 2024 and current cure. Irrigation is done where liquid leakage is corroborated, so it is decided to remove the catheter due to high risk of infection and rupture of the device. Removal of PICC 4fr monolumen catheter, without complications. There is evidence of rupture at 6cm level of the catheter, requires another device to continue treatment. No patient harm reported. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter is leaking due to the insertion point. Patient with catheter 4fr monolumen with insertion date (B)(6) 2024 and current cure. Irrigation is done where liquid leakage is corroborated, so it is decided to remove the catheter due to high risk of infection and rupture of the device. Removal of PICC 4fr monolumen catheter, without complications. There is evidence of rupture at 6cm level of the catheter, requires another device to continue treatment. No patient harm reported. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc catheter with a needleless injection cap. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 6cm and 7cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the catheter is leaking due to the insertion point. Patient with catheter 4fr monolumen with insertion date (B)(6) 2024 and current cure. Irrigation is done where liquid leakage is corroborated, so it is decided to remove the catheter due to high risk of infection and rupture of the device. Removal of PICC 4fr monolumen catheter, without complications. There is evidence of rupture at 6cm level of the catheter, requires another device to continue treatment. No patient harm reported. No other information provided, at this time.